Event description:
Cardiac procedure. Reportedly, the nurse stated a ffx (10-15 watts) + e7507 (on thigh) was used during a cardiac procedure. The pt complained of pain on sacral area next day. The area became red the first day and the area blistered. By the 6th day, severe tissue breakdown was noted. This was an alternative site burn since there was no metal or something conductive touching the site of the lesion. The lesion was not under the pad area and the procedure did not involve any ablation instruments.